Event description:
It was reported to philips that the device has a high voltage capacitor issue. There was no patient involvement. The filed service engineer (fse) evaluated the device and found the high voltage capacitor defective. The device needs a high voltage capacitor. Upon conclusion of the evaluation, it was determined that the high voltage capacitor requires replacement. It was replaced. The device passed testing and was put back into service.